Event description:
It was reported that this was closure of a calcified unspecified access site using a prostyle device after percutaneous transluminal angioplasty interventional procedure. Reportedly, a back wall stich occurred with two prostyle devices in the procedure and a dissection was noted in the access area. A endarterectomy was performed post procedure and with no reported issues. The dissection and hemostasis were achieve via surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported backwall stitch could not be determined. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effect is a known potential adverse events of use of the device. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date. D4: the UDI # is not known as the part and lot number were not provided. The additional device referenced in b5 are filed under separate medwatch report number.